Event description:
It was reported that the customer was sick with a cold and did not eat enough. Customer's blood glucose level was low and got down in the 30's mg/dl (about 36 mg/dl). Customer was non-responsive and spouse called 911. Customer's blood glucose was in the 50's mg/dl and customer was responding when the paramedics arrived. Customer was given orange juice, toast, eggs, coke, and a glucose tablet. Customer stated that there were no issues with the pump. Customer will be followed-up within 90 days. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.